Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump took longer to infuse than expected in the cancer center. Ferumoxytol was programmed for a duration of 20 minutes but took 25 minutes to infuse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.